Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument to perform failure analysis. The stapler instrument was analyzed, and the complaint was not confirmed by failure analysis. The reported issue with the instrument could not be replicated nor confirmed. A visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler instrument was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using a green sureform 60 reload and a blue sureform 60 reload. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The customer reported failure could not be verified based on a review of the logs. The instrument was fully functional. The instrument was found to have a loose snake wrist cable at the distal end. However, there was no break in the cable. The loose cable slightly affected the motion of the instrument, but did not interfere with the clamping and firing functionalities. .

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the stapler sureform 60 did not allow the surgeon to clamp and staple tissue with a sureform 60 stapler instrument. The surgeon elected to convert the procedure to open surgery.